Event description:
It was reported that the patient was recently implanted recently. Diagnostics post-operatively were within normal limits, and when the vns was turned on, diagnostics were okay with lead impedance within normal limits.. However, two weeks later high impedance and low output current was observed. There were no known trauma or falls that may have damaged the device. X-rays were received and reviewed by the manufacturer. Based on the x-rays provided, the root cause of high impedance couldn't be determined. Note that the presence of a lead discontinuity the portion of the lead that is not visible in the provided images and/or a microfracture couldn't be ruled out. Due to the angle and quality of the image, complete lead pin insertion into the generator couldn't be verified. The patient's device was disabled as a result of the high impedance. The manufacturer's device history records were reviewed for the patient's generator and lead . The product passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention